Event description:
Physician operating bipolar bovie when circuit blew. There were sparks near surgical site and patient's face/body. Bovie and scope outside of patient when this occurred. Cord unplugged and removed from circulation. No harm to patient.